Event description:
It was reported that the patient with this neurostimulator fell and landed on their right side. The patient was admitted to the hospital and required surgical repair with hardware placement to their right hip. The patient restored and increased their stimulation due to increased urinary frequency. The patient was informed that an increase in symptoms could occur following surgery. The patient stated that imaging of their pelvis was conducted but did not mention their ins or lead. Later, the patient reported that their nightly patterns improved after the increase in stimulation. It was also discovered that the patient had an active urinary tract infection and was being treated with antibiotics. The patient was advised to maintain a lower level of stimulation during their infection. The device did not appear to be affected by the fall. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.